Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j23065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection no issues were noted to the twist clamp of the minicap transfer set, but damage to the patient connector was identified. Also, no issues were noted during the leak test, the clear passage test or the clamp function test. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample and the clamp function test it was found that the occluder feet were broken. Broken occluder mechanism prevents proper clamping of the tubing and generally results in an internal tubing leak or lack of fluid shut-off through the set. The cause for the broken occluder feet issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after closing the clamp on a minicap peritoneal dialysis transfer set, the flow of solution would not stop during patient use. There was patient involvement but no injury or medical intervention was reported. No additional information is available.